Event description:
The following was reported to hamilton medical ag: this c1 was continuously used on the patient. However, starting around 19:15, loss of peep, vt low and high minute volume alarms occurred frequently. Hospital staff checked the breathing circuit set and found no leaks. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).